Event description:
It was reported by the EU complaint handling unit that they received one broken n-flex rod from switzerland. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.